Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to his a1c results. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call by medical surveillance (ms). The patient reported that he felt the meter began to read inaccurately in (B)(6) 2014 and stated that he obtained results in the range of ¿180 to 220mg/dl¿ which he felt were inaccurately high in comparison to his a1c results. The patient detailed that he manages his diabetes with oral medication, diet and exercise and immediately after he started to obtain the allegedly high results he decreased his food and drink intake. The patient detailed that ¿in the month of (B)(6)¿ he developed symptoms of ¿dry mouth, shakiness and fatigue¿ which he associated with low blood sugar and stated that he self-treated with food. The patient also confirmed to ms that on (B)(6) 2015, he visited his doctor, where he got a blood glucose reading of ¿110mg/dl¿ on a clinic meter and that his doctor increased his metformin dose from 500mg to 1000mg. During troubleshooting the cca noted that meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy.

Manufacturer narrative:
Follow-up # 2 ¿ (04/17/2015).additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/26/2015). The patient¿s meter and test strips have been returned on 2/12/2015 and 2/25/2015, respectively, and evaluated by lifescan product analysis on 2/14/2015 and 2/25/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.